Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. The reported complaint is isolated to the meter. No strip related investigation will be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported customer experienced a loss of consciousness and was treated by a non-hcp with "grape juice and cakes". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported customer experienced a loss of consciousness and was treated by a non-hcp with "grape juice and cakes". No further treatment was reported. There was no report of death or permanent injury associated with this event.